Manufacturer narrative:
Results: the returned catrx was kinked at approximately 86.0 cm from the hub. The guidewire lumen was damaged at approximately 140.0 cm from the hub. Conclusions: evaluation of the returned catrx revealed that the guidewire lumen was damaged near the distal tip. If the guidewire was forcefully advanced through the guidewire lumen of the catrx at extreme angles, the guidewire will puncture and damage the guidewire lumen. If the guidewire was outside the guidewire lumen, resistance will likely be experienced while advancing the device into the parent catheter. During functional testing, a demonstration guidewire was placed into the catrx guidewire lumen and the catrx was able to advance through the demonstration catheter without issue. Further investigation revealed a kink on the catrx. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery using an indigo system cat rx kit. During the procedure, the physician was unable to advance an indigo system catrx aspiration catheter (catrx) into the guide catheter. It was reported that a non-penumbra guidewire exited approximately a few centimeters out of the lumen and past the tip of the catrx and, therefore, added ¿girth¿ to the catrx. The catrx was therefore removed. The procedure was completed using a new catrx. There was no report of an adverse effect to the patient.